Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted. Section e1 - telephone number: (B)(6). Section g4: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with an intraocular lens (iol) in her left eye indicated that their visual acuity has been decreasing in every post operative examination even though she had good visual acuity in an examination the day after surgery. Also, she had complained that she had seen glare and vision was blurry at any time of night or day even during the examination. The latest results of her visual acuity was lv = 0.4 (1.2 x s-0.25 c-0.75 80°): ref value = s-0.25, c-0.75, a80. Almost three months has passed, but her visual acuity had not improved, and glare had not disappeared. Usually near sight was good but she needed glasses for far vision. It was only a complaint about decreased visual acuity and photopsia. Visual acuity was good on the day after surgery, but after that, it decreased very quickly with strong blur. Exchanging the iol was being considered, but the reporting physician was hesitating because she was concerned that the similar phenomena could develop when exchanging to another iol. Product remains implanted. No further information was provided.